Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole- surgeon fired multiple clips. The first two scissored and the next several seemed to work. Patient is suffering a bile leak. One of our engineers worked with me recently when a couple of surgeons pointed out that our clips are not always meeting completely to properly close. I believe he also took some pictures to take back to the engineering team. The clips look like they are on the verge of scissoring. Please note that this is still occurring. Patient status- in hospital for last few days from bile leak."